Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform al functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low and that the insulin pump buttons were not responding. The blood glucose reading was 48 mg/dl. The customer treated with food and declined troubleshooting for low blood glucose. The insulin pump had also alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.